Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03850.

Manufacturer narrative:
Device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.